Event description:
It has been reported to philips that the system turns on, but the screens remain blank. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that was not booting up as well as the tsm dark screen. The review of system log file did not show any host pc issues. The issue that was reported was found to be related to a problem with the system host pc, based by testing and the available information. The fse manually began the computer and restarted many times to resolve the problem. The problem's underlying cause is not known. The system was examined and determined to be operational. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected data: evaluation method code was corrected. Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up as well as the tsm dark screen. The fse reviewed the log file to check the reported issue. The log file analysis did not show any host pc issues. Based on the testing and the available information, the issue reported was found to be related to a problem with the system host pc. The fse manually began the computer and restarted many times to resolve the problem. After the system was restarted multiple times, the system was returned to use in good working order. The codes were updated based on the investigation outcome.